Event description:
The cardiac telemetry monitor lead with the red colored tab was very loose and easily slipped out of the monitor. No patient harm. We have not had similar type events. We replaced the monitor due to an MRI warming event that also heated the tele box. The manufacturer replaced the leads and there have been no issues with the replacement leads so far.======================manufacturer response for medrad MRI compatible cardiac telemetry monitor, medrad veris monitor 10434 (telemetry box) (per site reporter).======================new lead wires sent to replace the defective ones.